Event description:
It was reported that the patient was admitted to the hospital for neck pain (unclear which side of the neck had the pain). The patient's implantable neurostimulator (ins) was interrogated during this time. During the interrogation, high impedances were noted on electrode combinations of #0 to 3 (4662 ohms), 1 to 3 (5071 ohms), and 0 to 1 (4750 ohms) on the left ins system. The therapy impedance was measured at 1050 ohms. No falls were reported in association with event. The patient was programmed with case (+) to electrode #2(-) at 3.2 volts, 60 pw, 160 hz and was not using the electrode combinations with the high impedances. It was noted that the patient was getting great benefit from the device therapy. Follow up information received reported that no malfunctions were seen and that no interventions had been performed. It was confirmed that the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3387s-40, lot# va03x0t, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# va03x0t, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).